Event description:
It was reported that the user¿s ilet pump displayed a prompt to connect a cgm or enter blood glucose after the user had already started a freestyle libre 3 plus sensor, and troubleshooting revealed the sensor had been started using the abbott app, which prevented pairing with the ilet pump application. Symptoms included absence of cgm data on the pump. Outcomes included successful pairing after the user applied a new sensor and scanned it with the ilet pump app, with the app indicating connection would occur shortly. Investigation included user-guided troubleshooting and device-app pairing verification. Investigation of this case revealed that the sensor was in use by another device due to initial activation with a non-pump application, which prevented cgm-to-pump connectivity until a new sensor was started with the correct pump app. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to initiating the sensor on an incompatible application, resulting in expected device behavior.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.